Manufacturer narrative:
Lifescan has requested the return of the subject product for evaluation, but has not yet received it. If the product will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that his lancet holder for his one touch lancing device was damaged. The medical affairs specialist listened to the recorded call, as the patient could not be contacted by phone to obtain the additional information. According to the patient, the reported issue started quite a while ago before he called lfs and he was unable to test his blood sugar regularly. He was using someone else's lancing device, sometimes during the issue. Around the same day at around 12:00 pm, the patient was not feeling well. His wife took him to the emergency room. His blood sugar was tested at the emergency room and received a higher blood sugar reading. He was unable to recall the exact reading received. He was treated with three injections of a fast acting insulin and was released from the emergency room after four hours. The customer service agent (csa) verified that there was no misuse of the reported product. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient claimed he was unable to test his blood sugar due to the reported issue and later, was taken to the emergency room and was treated with insulin.